Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an alert was triggered due to high pacing impedance on the right ventricular (rv) lead. The impedance and the threshold had increased and the threshold was also at a high value. The lead remains in use. No patient complications have been reported as a result of this event.